Event description:
The hosp reports blood leak on gas side. Medtronic sales representative states that perfusionist may have created the problem by incorrectly pulling suction and needs the oxygenator to be functionally checked. Unit was changed out during case with no pt compromise.